Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, provided guidance on returning the faulty pump, and arranged for a replacement with updated software and training available through the tandem source account. The customer acknowledged these instructions and agreed to return the defective device within ten days using a provided pre-paid label.